Event description:
It was reported that this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noisy signals resulting in oversensing. Noise/artifact oversensing lasted for greater than two seconds in the most recent non-sustained ventricular tachycardia (nsvt) event. Additionally, the patient was experiencing a shock like feeling from the pacemaker. Nsvt events were reviewed, and noise and oversensing was noted on both ra and rv channel. This ra lead remains in service and no adverse patient effects were reported.